Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed. A field service engineer arrived, and no failed tower doors or drawers were observed. Performed an inventory check on door 4, which did not result in any failure. The test application was also used, and no issues were detected. Additionally, there was no double-clicking of the latch. The issue had occurred while the customer was pulling medications. The test application was executed and confirmed that the door was functioning properly. The system functioned as intended after the field service engineer verified the device.